Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted; and on (B)(6) 2007, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with aspiration of the bladder with suprapubic catheter, anterior and posterior colporrhaphy with enterocele repair, vaginal extraperitoneal colpopexy and cystourethroscopy. It was reported that following insertion the patient experienced worsening overactive bladder symptoms, stress urinary incontinence, and urinary leakage. It was reported that patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 with concurrent cystoscopy and suprapubic tube placement. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.